Manufacturer narrative:
Initial reporter phone: (B)(6). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a redo left atrial tachycardia procedure a intellanav mifi open-irrigated ablation catheter was selected for use. After some ablation time a "high temperature" error was noticed in two consecutive ablations. The physician was asked to check the irrigation, and it was observed that irrigation port was broken. It was partially ripped off at the luer connector. The device was replaced, and the procedure was completed successfully. The product is expected to be returned for analysis.

Manufacturer narrative:
The intellanav mifi open-irrigated ablation catheter was evaluated by boston scientific. Upon receipt at the post market laboratory, a visual inspection was performed. The device has the tubing irrigation extension was partially detached/separated from the luer fitting at the adhesive joint. With all the available information, boston scientific was able to confirm the reported clinical observation of tubing set was damaged/defective, and an error message - d07 temperature too high on the generator.

Event description:
It was reported that during a redo left atrial tachycardia procedure a intellanav mifi open-irrigated ablation catheter was selected for use. After some ablation time a "high temperature" error was noticed in two consecutive ablations. The physician was asked to check the irrigation, and it was observed that irrigation port was broken. It was partially ripped off at the luer connector. The device was replaced, and the procedure was completed successfully. The product is expected to be returned for analysis.